Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Blood glucose was 166 mg/dl. The customer declined to reload the cartridge and indicated that the pump would continue to be used for insulin therapy.